Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The unit powered up properly after battery installation. The device was received with operating currents within spec. No failed battery test alarms were noted. The unit was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The following cosmetic damage was on the pump: cracked case at the display window corners and reservoir tube lip, and minor scratches on the display window. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump has a keypad anomaly. The patient's blood glucose at the time of incident was 400 mg/dl. The customer attempted to treat the high blood glucose value with a bolus, but the pump kept scrolling the blood glucose number with the up arrow key. Troubleshooting was initiated for the keypad issue and the high blood glucose. The customer's father confirmed that no alarms have gone off on the pump. He also attempted to resolve the keypad anomaly by changing the battery but received a failed battery test alarm that he was unable to clear. The insulin pump was returned for analysis and a replacement device was sent to the customer.